Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to "the patient skipped the pd therapy for two days" however, the cause remains unknown. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, discontinued) and meropenem injection (250mg, discontinued) for peritonitis. One day after the event onset, the patient was hospitalized for the event. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.